Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage dropped from 43% in december 2020 to 1% most recently. Device data was sent technical services (ts) for review. Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed. Ts advised to have the device replaced within 62 days. The device was subsequently explanted and will be returned. It was reported that when the device was interrogated at the time of the changeout procedure, it was found to have reached elective replacement indicator (eri) battery status. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that premature battery depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device battery dropped from 43% in december 2020 to 1% battery remaining most recently. Device data was sent technical services (ts) for review. Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed. Ts advised to have the device replaced within sixty two days. The device remains implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that premature battery depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device battery dropped from 43% in (B)(6) 2020 to 1% battery remaining most recently. Device data was sent technical services (ts) for review. Ts reviewed the device data and confirmed that the device power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed. Ts advised to have the device replaced within sixty two days. The device was subsequently explanted and will be returned. It was noted that the device had reached elective replacement indicator (eri) upon interrogation. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that premature battery depletion was alleged involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device battery dropped from 43% in (B)(6) 2020 to 1% battery remaining most recently. Device data was sent technical services (ts) for review. The device remains implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.